Event description:
During a lung cryoablation procedure, and about two to three minutes into the first freeze cycle the doctor noticed the shaft of one of the iceforce 2.1 cx 90° cryoablation needle started to collect frost. Which resulted in a skin burn. The needle was turned off and replaced with another needle with no other issues. The procedure was completed as expected. No other information was provided.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. In this case, the needle was replaced and the treatment was completed with no other issues. Correction: type of reportable event is corrected from malfunction to serious injury.